Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received. The reported lot number was confirmed from the packaging label. On visual inspection, the stent was seen to be deployed and was slightly deformed. The sdw was broken. Functional testing was not carried out as stent had deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The stent was returned deployed and deformed, it can be presumed the stent may have deployed during retraction. The sdw was also seen to be broken. The as reported can be confirmed based on the analysis and the event description. The as reported stent failed/unable to deploy as well as the as analyzed stent deformed, sdw broken during use and stent deployed prematurely during retraction/ resheathing can be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure after the subject stent reached the lesion physician was unable to deploy it and felt resistance even after several tries. On withdrawal the tip of the subject stent was found kinked. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. Analysis of the returned device revealed that the stent delivery wire of the subject stent was broken during use; therefore this event meets reporting criteria with an awareness date of 15-jan-2021.